Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that the customer experienced blood glucose values exceeding 600 mg/dl. Troubleshooting or discussion of symptoms and treatment did not occur. It was also mentioned that the insulin pump's battery was changed daily. The batteries would only last between 3 and 20 hours. The customer watched the battery life decrease every time the motor ran. Troubleshooting was initiated for the low battery issues. No products were returned and a replacement battery cap was shipped to the customer.